Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to an (unspecified) bacterial infection; as the source of the bacteria was not identified, the cause of this event will be assessed as unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for the event. At the time of this report the patient remained hospitalized, was not recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.